Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call, the sensor wasn't connecting to the transmitter. Customer mentioned her blood glucose was 50 mg/dl, treated with food and juice. Customer removed the sensor and inserted a new one. Customer was advised the sensor needed to be replaced. The sensor is not returning for analysis.